Event description:
It was reported that while preparing for a coronary artery drug eluting stenting treatment procedure, the sterile packaging was open. A 3.0x16mm taxus liberte drug eluting stent was selected to treat an unspecified target lesion. During prep, it was noticed that the seal of the sterile device pouch was open. The device was not used in the procedure and did not contact the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
Device analysis: as the unit has not been returned, a technical analysis could not be performed. Visual checks of the seal integrity are performed on each bag, ensuring that the product is sealed by lightly pulling the seal in 2 areas of the pouch. Each unit is also checked for integrity of vendor seals on each pouch. A review of the manufacturing documentation for this top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause could not be determined.